Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding an I-stat prothrombin time (pt/inr) discrepant result. On (B)(6) 2012, the pt came in to the coumadin clinic for routine testing and the I-stat result was 2.5. No repeat testing was performed and no sample sent to the lab. On (B)(6) 201,2 the pt was admitted through the ed due to blood clots. Stago inr = 1.7. Again, no repeat testing and no testing performed on the I-stat. The pt was admitted on (B)(6) 2012 and discharged on (B)(6) 2012. Based on the info available, there were no injuries associated with this event.